Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing. The lead interrogated an episode where non-intrinsic activity were being sensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had sensing integrity counter (sic) which was a sign of lead degradation. The lead was capped and a new lead was implanted.